Manufacturer narrative:
(B)(4). Event date unk batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is meant by misfire? ¿ when the stapler does not function as per the appropriate standards did the device cut completely and staple completely? ¿ it cut the tissue but did not staple what the staple line issue on both sides of the knife or just one? ¿ both sides what led to surgeon¿s decision to change procedure to a gastric bypass? ¿ because the sleeve of the stomach got ruined because of the staple misfire are any photos or video available? - no what stapler was being used with the reported cartridge? ¿ ple60a what is the current patient status? ¿ discharged from the hospital and recovering. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that two ecr60b cartridges misfired during sleeve gastrectomy surgery. The staple line did not form properly after cutting. Surgeon changed the procedure to rygb,